Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed and resolved with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and confirmed that replacing the endoscope resolved the issue. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy, the image was backwards. Intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to review the live logs as they weren't available at the time of the call. The site rotated the endoscope 180 degrees but then the surgeon camera was facing the patient nose and not the direction they needed. The surgeon flipped it back to the position they had it and reported that the right eye and left eyes were swapped. A spare scope was used. The procedure was completed with no reported injury.